Manufacturer narrative:
DHR review was performed on the sub-assembly lot # 7257556. A total of 229,890 units were manufactured on afa line 4 from 22sep17 through 25sep17 and bulk packaged on 28sept2017. A non-related td (B)(4) for flush schedule update. All challenge, set-up and in-process inspections were performed in accordance with the quality control plan and all passed per specifications. Received a 24ga iag catheter-adapter assembly within an open package from lot number 8004889. Visual/microscopic evaluation: observed a crack/hole in the adapter which ran linear with the unit. The crack/hole started at the thread of the adapter and ran towards the tab. A definite failure that caused the damage on the adapters of the used units received for evaluation could not be established. It is uncertain whether the defect observed was caused by manipulation of the device prior/during insertion or by the manufacturing process as the product was received out of their original package.

Event description:
It was reported that during use of a bd insyte autoguard shielded IV catheter had a device showing crack and hole on the side of the plastic hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd insyte¿ autoguard¿ shielded IV catheter had a device showing crack and hole on the side of the plastic hub. There was no report of exposure, serious injury or medical intervention.